Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received an erroneous result for one patient sample tested with ise indirect nafor gen.2 on a cobas 6000 c (501) module. The erroneous result was not reported outside of the laboratory. The sample initially resulted with an na value of greater than 250 mmol/l. The sample was repeated, resulting with a value of 143 mmol/l. No adverse events were alleged to have occurred with the patient. The na electrode lot number and expiration date were asked for, but not provided. The calibration and controls were within specifications.

Manufacturer narrative:
The investigation determined that the field service engineer (fse) found a leaking rinse unit. He confirmed the module was running within specifications after replacement of the rinse unit tube.